Manufacturer narrative:
(B)(4). Biomed did not want to answer questions while on phone, he asked to be transferred to technical support.

Event description:
It was reported that the cable was broken on the ultrasonic air sensor (uas). No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. Per follow up with the user facility biomedical engineer (biomed), the replacement cable is working fine. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per follow-up with the user facility¿s biomedical engineer (biomed): he replaced the cable with a new one and disposed of old cable. He has no idea of the sensor serial number, as they do not include the sensors in his database. The biomed did not record which one of the two sensors was used as the perfusionist (ccp) was swapping cables and sensors troubleshooting the issue. The reported complaint was confirmed as the biomed did order a replacement part. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information: the reported issue occurred during set-up of the device for a cardiopulmonary bypass procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.